Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05182. It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts. Reprogramming did not resolve the issue. Surgical intervention occurred to explant and replace the leads to address the issue.